Event description:
It was reported, that a malfunction alarm occurred. The customer reverted to a backup pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿. However, a specific value was not provided. Bg level was corrected with a bolus via the pump.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.